Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Details reported on incoming e-complaint-(B)(4): cryosystem latch is sticking when in use. Fs log # 100150.

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples *analysis and findings complaint (B)(4) distribution history: the complaint product was manufactured at csi on 16-jun-2017 under work order (B)(4) and sold on 22-nov-2017. Manufacturing record review: DHR-225506 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: 01-may-2018 - 88837-freeze button sticks-the inlet tube is bent and cracked. The inlet tube was replaced. Tested ok. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint product was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to the levers being misaligned. This issue is be attributed to the unit being dropped by the customer. *correction and/or corrective action the freeze and defrost levers were adjusted. The valve body o-rings were replaced. The unit was tested ok and was returned to the customer. : no further training required at this time. *was the complaint confirmed? Yes *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Details reported on incoming (B)(4): cryosystem latch is sticking when in use. Fs log # (B)(4)